Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "at power-up unit alarmed for hardware parameter file read failed". - this occurrence was noticed at start-up during the booting process outside the biomed shop. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4).initial report:------------------------------------------------------------------------------------------